Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported the brush head came away from the neck into his or her mouth. No injury was reported.